Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the air bubble sensor did not function as expected. The system was primed with crystalloid, and once blood started entering the circuit, the air sensor started giving a false alarm. The user attempted to deactivate the air sensor from the central control monitor, but the false alarm continued. As a result, an alternate device was employed for the procedure. The procedure was completed with no further alarming. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.